Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -5.0 into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry with residue/debris on product. Visual inspection found haptic torn/bent/deformed with debris and residue on lens. Claim# (B)(4).